Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient went to the emergency room (ER) with hyperglycemia. The patient went to the ER on (B)(6) 2026 around 10:00 pm and left the ER on (B)(6) 2026 at 2:15 am; no specific details, including treatment, was provided. Then, some hours later that same day, the customer went for breakfast at around 7:15 am and took a bolus before eating. After breakfast, they noticed that the blood glucose levels kept elevating and nothing was bringing the level down. The patient went back to the ER on that day around 9:30 am and stayed until about 1:00 pm. The patient's blood glucose levels reached above 500 mg/dl while wearing the pod on the leg between 4 and 24 hours. Symptoms reported include cognitive changes, dysphasia, malaise and dizziness. The patient was treated with two bags of intravenous insulin infusion. The patient was discharged on the same day.